Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following finding: during investigation, the the up and down arrow buttons were inoperable, and all other keypad buttons responded properly. No physical damage was found to the keypad. The keypad was removed to find the up and down button contacts were bent. Unrelated to the original complaint, the battery compartment was cracked from the case seal traveling to the grip pad.